Event description:
The physician was attempting to implant a 10mm diameter x 60mm length assurant cobalt peripheral stent system and it was reported that the stent could not cross the diseased segment of the patient. The lesion was reported to be moderately tortuous and calcified and was not pre-dilated. An attempt was made to withdraw the stent into the sheath, however, this was unsuccessful, with stent still protruding from sheath, was removed over the wire. No attempt made to deploy the stent by inflation. It was noted that the stent was still smoothly applied to the delivery balloon at distal and proximal ends, but was distorted in its mid length where it prevented withdrawal from patient through sheath. A new sheath was placed, and the stenosis was pre-dilated and new stent was placed in a satisfactory position over a stiff wire. No patient injury was reported and no clinical sequelae were reported. Device evaluation: the device was returned inside the sheath. The device could not be removed through the sheath due to the raised stent struts. The mid stent segments were raised and stretched with the distal segments positioned over the distal marker band. The first distal segment was slightly raised. The shaft was kinked at the proximal pillow. The distal tip was damaged.

Manufacturer narrative:
Evaluation results: patient condition affected effectiveness of the device (patient lesion morphology, moderate calcification and tortuosity). Related to another device (attempts to retract into the sheath have most likely further contributed to the stent damage). Evaluation conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, moderate calcification and tortuosity). Related to another device (attempts to retract into the sheath have most likely further contributed to the stent damage). (B)(4).